Event description:
Ordered honeypot panty liners. As soon as I tried use by the product I started having a burning sensation and even after removing the pad, washing off the effected area and changing to an unscented pad, I still feel some burning sensation. I will never use these again. It advertised aloe and possible mint scent cooling. But now I find out it had menthol infused in them which caused the burning. This is unacceptable and deserves being addressed and compensation for false advertising of the product and it and causing physical harm.